Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI) #: (B)(4). The valve was received for evaluation: device history record - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The probable root cause for the "bend" reported on the valve could be due to when the valve was removed from the blister. This bend did not have any influence on the functioning of the valve. The siphon guard housing is made with silicone, so it can be curved, there is no specifications for the straightness. This is only cosmetic. The possible root cause for the flow issue reported by the customer could be due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a damaged certas plus valve. Prior to implantation on (B)(6) 2020 the angle around the certas valve was observed as bent into a ¿dogleg shape.¿ the physician also reported it did not flow when the valve was checked for saline water flow. Therefore, the valve was changed to a new one. A surgical delay of 30 minutes was observed. No adverse consequence to the patient was observed.